Manufacturer narrative:
Date rec'd by MFR: 25jun2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the power switch overlay and the cpu board to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Power switch overlay failed. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Power switch overlay failed. There was no patient involvement.